Event description:
Additional information received from a consumer reported the patient's granddaughter was able to turn down the implantable neurostimulator (ins) which resolved the shaking, balance, and walking issues.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that patient was having problem with shaking even though patient was turned on. They were told to expect some shaking but this was just like patient was not turned on. It was affecting their walking and balance and they can¿t feed themselves like they used to. It was indicated that the implantable neurostimulator (ins) was set at 4.5v and healthcare provider (hcp) turned it up for patient but it had just made the shaking worse. This happened when they first turned the ins on. The reporter was afraid the wires might be twisted and patient can¿t go on like this for much longer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.